Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead had a syncopal episode. There was nothing stored in the device to explain the syncope. On (B)(6) 2018, the ra lead was not capturing at max output, however sensing was appropriate. The patient had normal sinus node function. The hospital believes that there may have been a chemical imbalance that caused the syncope. The patient and lead will be monitored.